Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the coil was reported missing after examination. The device was in use on a patient. Patient outcome is currently unknown.

Manufacturer narrative:
The material was not available for further evaluation. Because of this, we are considering this to be a malfunction of unknown cause/insufficient information. There were no further details of the infants condition. Staff training was provide by the registar.